Event description:
Driver tip damaged during removing screw.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screwdriver, threads are found damaged. Entry thread has got slightly rounded, and the other threads are also worn out due to excess torsional force. Excess torsional force during explantation has resulted in the breakage of the pegs of the screwdriver as well, although the broken pegs were not returned. The material flow in the breakage of the pegs also indicate towards application of an excess torsional force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related issue. The event was caused by application of excess torsional forces while usage. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Driver tip damaged during removing screw.